Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error code 1279 at bootup, and alarmed error code 1230 when booted. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have corrupted software when reviewing the ehl, and the error codes on boot up of the device. The cause of the customer reported problem was corrupted software. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative installed a software application to correct the issue, and the pump passed all functional tests and performed as intended after repair.